Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7177570. Medical device expiration date: 2022-08-31. Device manufacture date: 2017-06-26. Medical device lot #: 7177572. Medical device expiration date: 2022-08-31. Device manufacture date: 2017-06-26. Medical device lot #: 7114874. Medical device expiration date: 2022-06-30. Device manufacture date: 2017-04-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was protruding onto the needle base of a bd¿ blunt filter needle with blunt fill tip. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: update march 23, 2018: samples were received. Five needles were returned. No epoxy dripovers were present. What the customer is seeing is the epoxy stain on the cannula from the assembly process. This is normal, and the stains on the returned samples are acceptable. The product specification does not have a height limit for the epoxy stain. Investigation results: no samples or photos were provided. Based on the description, this appears to be an epoxy dripover on the hub. Qn review: no notifications were written for these three batches, nor for the associated assembly batches. DHR review: batch 7177570 - assembly batch 7242553 had 111 visual inspections performed on 5,550 parts with zero defects noted. A second assembly batch, 7142857, had 124 visual inspections performed on 6,350 parts with zero defects noted. Batch 7177572 - assembly batch 7242553 had 111 visual inspections performed on 5,550 parts with zero defects noted. A second assembly batch, 7178969, had 79 visual inspections performed on 3,950 parts with zero defects noted. Batch 7114874 - assembly batch 7114543 had 177 visual inspections performed on 8,850 parts with one defect noted for epoxy dripovers. Investigation conclusion: 23march2018 update: root cause is there is an epoxy stain on the cannula from the assembly process. This is a normal finding and the stains on the returned samples are acceptable possible root cause: an epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula.